Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 was broken. A field service engineer (fse) confirmed customer reported that drawer 4 on the main station could not be recovered in the user application. Fse guided the customer through troubleshooting steps and resolved the issue with the drawer not being detected on the bus. Customer successfully recovered the drawer, and the user application was functioning properly. The system functioned as intended after the field service investigated had investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, auxiliary drawer 4 had broken and failed to open and continuously made a clicking noise as if attempting to open, but no action occurred. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.